Manufacturer narrative:
The field service engineer performed a wash on ise units and replaced the vacuum, sipper, and diluent/is nozzles. The electrodes were replaced and a prime was performed which cleared the noise issues. No further discrepancies were reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer cleaned the dilution vessels. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for two patient samples from the cobas 8000 cobas ise module. Sample 1 initial result was 151 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial result was 151 mmol/l and the repeat result was 140 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number was b10. The expiration date was requested but was not provided.